Manufacturer narrative:
G2 - report source: corrected. G3 - PMA/510(k) #: corrected. Manufacturer's investigation conclusion: evidence of water ingress was confirmed through the evaluation of the returned shower bag. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. Visual inspection of the interior of the bag revealed light white staining along the upper sides of the bag which appeared consistent with prior water ingress. The bag was mounted in a sink and sprayed directly with water. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. Although the reported event could not be reproduced during testing, prior water ingress could have contributed to the light white stains. The cause of the water ingress could not be conclusively determined. No alarms were reported. The account communicated that the system controller did not get wet, and no products were damaged. A replacement bag was requested for the patient. The patient remains ongoing on left ventricular assist system support with no further related issues reported at this time. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The IFU and patient handbook instruct the user to periodically inspect wear and carry accessories for damage or wear. These documents further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior of the bag should be wiped with a clean, dry towel, and the bag should be allowed to drip dry completely before being used again. The relevant sections of the device history records for the heartmate gogear shower bag, lot number 8985644, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag had been used as usual, but water had penetrated the bag, so it was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the shower bag was closed appropriately. The system controller did not get wet.